Event description:
It was reported that the drive support cap is flush. Customer is experiencing high blood glucose. The blood glucose reading was 483 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.